Manufacturer narrative:
H10/11: correct IFU statements: it should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 1997: [missing records: records including operative report for abdominal surgery with mesh were not provided.] ??/??/??: [missing records: records prior to 06/23/04 were not provided.] On (B)(6) 2004: (B)(6) medical center. (B)(6) , md; (B)(6) , md. Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operation name: repair of ventral hernia with mesh. Anesthesia: general. History: this 33-year-old man had a previous colectomy for trauma. He has also had a laparoscopic cholecystectomy. He had a clear hernia close to the umbilicus, possibly the port site. He had a very long incision extending from his xiphoid down to below his umbilicus. The patient was explained that the to fix the problem requires an operation to repair the ventral hernia. The potential complications that were explained include bleeding, infection and recurrence of the hernia. Procedure: ¿under adequate general anesthesia, the patient¿s abdomen was prepped and draped. The incision was centered around the umbilicus and extended slightly above and below. The contents of the umbilical hernia appeared to be omentum and were trapped inside the hernia sac. The peritoneum was opened inferior to the umbilicus, so that a free opening into the abdomen could be safely made. After opening this fascia, it was noticed that there were three other hernias, each about 1 cm long, two of them had entrapped omentum in them and they were each above/or superior to the hernia close to the umbilicus. The fascia was taken down to expose each of these hernias. The fascia was taken down to expose each of these hernias and the omentum, that was trapped in them, was each reduced. The fascia itself appeared to be fairly strong. The length of the fascial incision was 15 cm and the maximum width of the wound was going to be only a couple of centimeters. We therefore used a kugel composite graft, which was 18 x 14 cm. It was not long enough to overlap on the superior portion of the wound, so we used a piece of sepra mesh to make sure we had plenty of overlap on the superior potion, so the sepra mesh overlapped with the kugel patch over the superior portion of the hernia. The kugel patch was sutured in place using 2-0 vicryl, these were interrupted. Following that, the fascia was closed over the mesh using an 0-looped pds suture. The subcutaneous tissue was sutured in place using 2-0 vicryl suture as well and the skin closed with 4-0 pds suture and steri-strips were placed over the wound. No drains were placed. Estimated blood loss was less than 100 ml. The patient tolerated the procedure well and was returned to the recovery room in satisfactory condition.¿ on (B)(6) 2004: (B)(6) medical center. Implant record. Location of implant(s): abdomen. Sepramesh 10.2 cm x 20.3 cm. Bard® composix® kugel® hernia patch 14 cm x 18 cm. ??/??/??: [missing records: records including operative reports for implantation of prolene mesh and gortex patch noted in operative report on (B)(6) 2008 were not provided.] On (B)(6) 2008: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Name of procedure: laparoscopic gortex patch repair of the recurrent incisional hernia. Anesthesia: general endotracheal. Informed consent: the patient and the surgical site were identified and informed consent was obtained. Description of procedure: ¿the patient was brought to the operating room and placed on the operating table in the supine position. Intravenous antibiotic was given preoperatively. General endotracheal anesthesia was induced. Both upper extremities were tucked at the patient¿s sides and pressure points were padded. The entire abdomen was prepped and draped in a sterile fashion. Adhesive drape was used to cover the prepped area. First, a 10 mm balloon tip trocar was inserted through the incision in the left upper flank area. This was done under direct vision with the peritoneal cavity being entered and inspected digitally being free at this level. Pneumoperitoneum was inflated with carbon dioxide and the pressure was maintained and tolerated well at 15 mmhg. Two 5 mm trocars were placed under direct vision in the left flank area. Extensive adhesions between the omentum and loops of small bowel were noted as well as the incisional hernia in the periumbilical area. Meticulous dissection using scissors was carried out to free all the adhesions between the peritoneal contents and the anterior abdominal wall. Previous hernia repairs material was encountered which was prolene mesh just above the umbilicus and gortex patch in the subxiphoid area. Dissection continued until the anterior abdominal wall was completely clear and free of adhesions. Two additional 5 mm trocars were placed in the right flank area to facilitate the dissection. Spinal needles were then inserted to mark the extent of the required prosthetic material patch to cover the hernia and the entire length of the incision. The 26 x 34 mm gortex patch was chosen and trimmed slightly to appropriate size. Gortex patch was then marked for proper orientation and 4 gortex sutures were placed at the upper, lower, and lateral edges of the patch. The patch was rolled and then inserted into the peritoneal cavity through the 10 mm trocar site. The patch was unrolled inside the peritoneum with the proper surfaces facing both the abdominal wall and the peritoneal cavity. Using small stab incisions and a suture grasper, the gortex sutures were pulled through the abdominal wall. Good position of the patch and tight stretch was insured by direct visualization. Sutures were tied in the suprapubic, subxiphoid, and both lateral positions extending to the lateral trocar sites. Next, titanium tacks were used to tack the edge of the gortex patch to the peritoneum in approximately 1 cm intervals. This was done utilizing both the right and left sided trocars. Again, good stretch and placement of the patch was assured. Next, u-shaped sutures of #1 prolene were placed to secure the edge of the patch in approximately 4 cm intervals using small incisions and suture grasper. Sutures were tied securely and buried in the subcutaneous tissue. Peritoneal cavity was irrigated with neosporin solution and good hemostasis was seen. No enteric contents leaks were seen in any of the dissected areas. Sponge and instrument count was correct. The 10 mm trocar site fascia was closed using endo closure instrument under direct vision. The trocars were removed under direct vision and no bleeding was noted. Pneumoperitoneum was deflated. The subcutaneous tissue was closed using interrupted 3-0 vicryls at the trocar sites. The skin was closed using staples. A sterile dressing and abdominal binder were applied. The patient was awakened and extubated in the operating room. He was taken to the recovery room in satisfactory condition having tolerated the procedure well.¿ estimated blood loss: negligible. Specimen: none. On (B)(6) 2008: (B)(6) . Intraoperative notes. Culture: none. Wound classification: clean (1). Immobilizers/binders: abdominal binder. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp08. Lot batch code: 05461497. W.l. Gore & associates. 26 cm x 34 cm [handwritten]. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp08/05461497) was implanted during the procedure. ??/??/??: [missing records: records between (B)(6) 2008 and (B)(6) 2018 including records for infected abdominal wall mesh were not provided.] On (B)(6) 2017: [missing records: records including operative reports for multiple exploratory laparotomies for mesh infection were not provided.] On (B)(6) 2018: (B)(6) hospital. (B)(6) evans, np; (B)(6) , md. Preoperative anesthesia record. Procedure(s): exploratory laparotomy, incision and drainage ¿ abdomen ¿ excision of infected mesh. Medical history: copd, gerd, hiatal hernia, chronic pain (abdominal pain secondary to infected mesh, arthritis). On (B)(6) 2018: (B)(6) hospital. (B)(6) , md. Anesthesia record. Asa 3. ??/??/??: [missing records: records for CT revealing ¿open wound and large abdominal mesh¿ were not provided.] On (B)(6) 2018: (B)(6) hospital. (B)(6) , md. History & physical. Draining abdominal wound and infected abdominal mesh. 48-year-old with multiple prior abdominal operations and hernia repairs presents for excision of abdominal mesh. In interim, has cut back to a few cigarettes a day. Medical history: chronic infected abdominal wall mesh, marijuana use, open abdominal wall wound, severe protein-calorie malnutrition, recurrent hernia, small bowel obstruction. Surgical history: abdominal surgery with mesh; states liver ¿cut in half¿ 1997, appendectomy, cholecystectomy 2005, exploratory laparotomy; multiple takebacks, phasix mesh (B)(6) 2017, exploratory laparotomy; multiple (B)(6) 2017 for mesh infection, several hernia repairs with mesh; most recent around 2008, hernia repair 2004; 2008, repair lacerated liver 1997. Smokes 3 packs/day; start 1984, alcohol use less than weekly. CT reveals open wound and large abdominal mesh. Impression: infected hernioplasty mesh, recurrent incisional hernia. Plan: excision of infected mesh without definitive repair. On (B)(6) 2018: (B)(6) hospital. (B)(6) , md; (B)(6) , md. Operative report. Preoperative diagnosis: infected hernioplasty mesh, sequela. Recurrent incisional hernia. Postoperative diagnosis: infected hernioplasty mesh, sequela. Recurrent incisional hernia. Small bowel fistula to mesh. Procedure: exploratory laparotomy, open excision of infected abdominal mesh, takedown of enterocutaneous fistula and small bowel resection with primary anastomosis. Anesthesia: general. Indication for procedure: mr. (B)(6) is a 48 y.o. Male who was referred for possible excision of infected mesh. He has had several previous abdominal wall surgeries including multiple pieces of mesh placed in the past. For the last 10-12 months he has had ongoing purulent foul-smelling drainage from his abdomen. Based off of these findings and his history plan was to proceed with exploration and excision of infected mesh. Operative findings: he had significant adhesions of small bowel was old mesh including a small bowel fistula to a piece of polypropylene that was likely the source of the ongoing foul-smelling contamination. There were several other pieces of mesh including 1 piece of dual mesh and a piece of composite mesh. After freeing up all the adhesions we repaired the small bowel fistula with a resection and primary anastomosis and excised all of his old mesh. Description of procedure: ¿after obtaining written informed consent the patient brought to the operating room placed on the table in supine position. He received ertapenem and vancomycin for perioperative antibiotics given his infectious history. He received scds and 5000 units of subcutaneous heparin for perioperative dvt prophylaxis. After induction general tracheal anesthesia foley catheter was placed his abdomen is then prepped and draped in the usual sterile fashion. We began by reopening his upper midline incision dissecting down to the subcutaneous tissue to identify the abdominal wall fascia. This was then sharply incised using a scalpel until we encountered the large abscess cavity surrounding his old ptfe mesh. This was then continued down towards his mid and lower abdomen opening of the remainder of the midline. We did encounter significant amount of purulent foul-smelling fluid surrounding his old ptfe and polypropylene mesh. In the lower to mid abdomen we encountered a fistula of the small bowel to his old mesh which was likely the source of the ongoing infection. Once this was done we then opened up the inflammatory capsule surrounding the ptfe mesh in the upper abdomen to enter the abdominal cavity. This was then continued down lower and out laterally on both the left and right side. All these adhesions abdominal wall were taken down with sharp dissection with some minimal electrocautery in the upper abdomen where there were significant omental adhesions. Once were able to get out laterally able to encircle the area of the fistula drop all this down from the old mesh using a 15 blade scalpel. We did this on both sides into we had freed up all the adhesions to the anterior abdominal wall. We then freed up extensive interloop adhesions. Once were done there were 2 areas of small bowel 1 with the small bowel fistula and the surrounding scarring from his old mesh in 1 distal area with a couple small serosal injuries. The small serosal injuries closed with interrupted 3 0 vicryl suture. We then elected to proceed with a small-bowel resection and anastomosis at the area of the fistula, this was an approximately 15 cm segment. Each and was divided with the gia blue load stapler. We then performed a side-to-side functional end-to-end anastomosis using an additional 80 mm blue load gia stapler to complete the anastomosis and then using a blue load ta stapler to close the common enterotomy. We over sewed the staple line with 3 0 vicryl sutures. We placed a crotch stitch with 3 0 vicryl suture and closed the mesenteric defect with a 2 0 vicryl suture. Once were satisfied with all the bowel work we then turned our attention to removing all the old mesh. This was removed using electrocautery to take it off the abdominal wall removing all visible and palpable mesh from the abdominal wall including all the tacks that we could safely removed [sic]. This was done on both the left and right side. Once all the old mesh was removed we then turned our attention to closing the abdominal wall fascia. This was done with several figure-of-eight 1 pds sutures. We then excised some of his excess scarring and soft tissue inflammatory areas from his old wound. Subcutaneous tissue was closed loosely with 3 0 vicryl suture after irrigating the wound and skin was closed loosely with staples. Dry sterile dressing was applied the patient was then awakened from anesthesia and taken to recovery room in stable condition.¿ estimated blood loss: 50 ml. Specimens: a: small bowel. Source: small bowel, resection non-tumor. Implants: nothing was implanted during the procedure. Complications: none. Condition on discharge from the operating room was stable. Teaching attestation: I was present and directly participated in the entire procedure (including opening and closing). On (B)(6) 2018: (B)(6) hospital. (B)(6) , md. Pathology report. Accession #: (B)(4). Diagnosis: small bowel, segmental resection. Small bowel fistula tract with dense chronic inflammation. Marked serosal fibrosis and congestion. Resection margins viable. No dysplasia or malignancy. Microscopic description and comment: microscopic examination substantiates the above cited diagnosis. History: the patient is a 40-year-old man with infected hernioplasty mesh and recurrent incisional hernia. Operative procedure: exploratory laparotomy with incision and drainage of abdomen and excision of infected mesh. Specimen(s) received: a: small bowel. Gross description: received in formalin labeled with the patient¿s name and ¿small bowel¿ is an 11 cm length segment of small intestine ranging from 1.7 to 2.0 cm in diameter. Each end is stapled. The serosal surface has dense hemorrhagic adhesions with some disruption. There is no attached mesh material area. There is a surgical suture towards one end. The segment is opened to show tan and well folded mucosa with an elongated focus of erythema in the area of the serosal suture. Sectioning through this area shows a probable full-thickness defect with closing sutures. No other focal lesions are found. Labeled a1 - staple line closest to the suture/defect; a2 ¿ opposite staple line; a3 to a4 ¿ area of suture/defect; a5 ¿ additional sections with serosal adhesions. Jar 2. On (B)(6) 2018: (B)(6) hospital. Microbiology. Cancelled. Aerobic and anaerobic culture and gram stain abdominal wall abscess. Collection error: notified dr. Balke that specimen cannot be collected on a wooden swab and shove it down into an aerobic jar. On (B)(6) 2018: (B)(6) hospital. Lab. Wbc 11.4; 10.6, high. On (B)(6) 2018: (B)(6) hospital. Lab. Wbc 15.0, high. On (B)(6) 2018: (B)(6) hospital. Lab. Wbc 13.4, high. On (B)(6) 2018: (B)(6) hospital. (B)(6) , md. Discharge summary. Infected abdominal wall mesh, recurrent hernia, enterocutaneous fistula. Hospital course: complaint of draining abdominal wound and infected abdominal mesh. (B)(6) 2018 underwent exploratory laparotomy, open excision of infected abdominal mesh, takedown of enterocutaneous fistula and small bowel resection with primary anastomosis. Tolerated procedure. Placed on heparin for dvt [deep vein thrombosis] prophylaxis. Advanced to regular diet; tolerated. Once tolerating diet, ambulating in hallway, pain controlled, was stable for discharge. Discharge home in good condition. Instructions: do not lift greater than 10 pounds for 4-6 weeks, wear abdominal binder day/night for 4 weeks; may remove to shower, wash binder. Keep incisions clean and dry. Follow up 12/14/18 dr. (B)(6). ??/??/??: [missing records: records after (B)(6) 2018 including follow up after infected mesh removal were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 05461497. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(6). It should be noted that the instructions for gore® dualmesh® plus biomaterial with holes use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial with holes instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infected mesh requiring removal surgery. Additional event specific information was not provided.